Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign objects were found inside the air/water channel and the air / water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign object found inside the air / water channel and cylinder, other evaluation findings are as follows: the play of the up/ down / right / left knobs were out of the standard value due to wear of the angle wire; the objective lens and light guide lens were scratched; and the adhesive on the bending section cover was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or / if any additional information is provided.